Event description:
Based on the additional information received on 27-jul-2016, this case initially considered as non-serious was upgraded to serious as a serious event: pseudosepsis that required intervention was added. This case is cross referenced with cases: (B)(4) (cluster). This unsolicited case from canada was received on 01-jun-2016 from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc one and 3 days later experienced pseudosepsis. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (on unspecified opposite knee with no issues in week one). On (B)(6) 2016 (in week two), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rsk001 and expiration date: aug-2018) into other unspecified knee for osteoarthritis knee. It was reported that the patient reacted to injection on a knee. On (B)(6) 2016, 3 days after receiving the synvisc one injection, the patient experienced knee swelling and knee pain. On an unknown date, one week after the injection, the patient's knee was aspirated (knee effusion) with 80ml fluid that was cloudy with particulate matter as there was an increasing swelling, redness and warmth. There was no fever/ chills with moderate effusion and warmth with temperature of 37.1 degree c. The patient was sent to emergency room (ER) for evaluation of possible septic joint but was not hospitalized. The emergency department (ed) assessment included: high white blood cells (wbc), high inflammatory markers where, pseudosepsis (moderate) was diagnosed and the patient was prescribed oral and topical nonsteroidal anti-inflammatory drugs (nsaids). The patient declined corticosteroids (csi) initially. It was reported that the physician was still considering csi but the patient did not want another injection given current results. Corrective treatment: aspiration, nsaids. Outcome: not recovered/ not resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsk001 with expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 5rsk001, no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 15-jun-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 27-jul-2016 from a physician. Suspect product start and stop dates, dose, frequency, indication, batch/ lot number and expiration date was added. Serious event of pseudosepsis with symptoms of redness and warmth was added and knee swelling and knee pain and had knee effusion were updated as its symptoms. Related case was added. Outcome was updated from unknown to not recovered/ not resolved. Clinical course was updated. Text was amended accordingly. Additional information was received on 28-jul-2016. Ptc results with lot number were added. Text amended accordingly.

Event description:
Based on the additional information received on 27-jul-2016, this case initially considered as non-serious was upgraded to serious as a serious event: pseudosepsis that required intervention was added. This case is cross referenced with cases: (B)(4)(cluster). This unsolicited case from canada was received on 01-jun-2016 from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc one and 3 days later experienced pseudosepsis. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (on unspecified opposite knee with no issues in week one). On (B)(6) 2016 (in week two), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 5rsk001 and expiration date: aug-2018) into other unspecified knee for osteoarthritis knee. It was reported that the patient reacted to injection on a knee. On (B)(6) 2016, 3 days after receiving the synvisc one injection, the patient experienced knee swelling and knee pain. On an unknown date, one week after the injection, the patient's knee was aspirated (knee effusion) with 80ml fluid that was cloudy with particulate matter as there was an increasing swelling, redness and warmth. There was no fever/ chills with moderate effusion and warmth with temperature of 37.1 degree c. The patient was sent to emergency room (ER) for evaluation of possible septic joint but was not hospitalized. The emergency department (ed) assessment included: high white blood cells (wbc), high inflammatory markers where, pseudosepsis (moderate) was diagnosed and the patient was prescribed oral and topical nonsteroidal anti-inflammatory drugs (nsaids). The patient declined corticosteroids (csi) initially. It was reported that the physician was still considering csi but the patient did not want another injection given current results. It was reported that the patient declined another injection, therefore, did not receive corticosteroid injection as corrective treatment. Corrective treatment: aspiration, nsaids. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsk001 with expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk001, no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 15-jun-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 27-jul-2016 from a physician. Suspect product start and stop dates, dose, frequency, indication, batch/ lot number and expiration date was added. Serious event of pseudosepsis with symptoms of redness and warmth was added and knee swelling and knee pain and had knee effusion were updated as its symptoms. Related case was added. Outcome was updated from unknown to not recovered/ not resolved. Clinical course was updated. Text was amended accordingly. Additional information was received on 28-jul-2016. Ptc results with lot number were added. Additional information was received on 05-aug-2016 from the physician. The outcome for the event was updated from not recovered/ not resolved to recovering/ resolving. Information regarding corrective treatment was updated.

Event description:
Based on the additional information received on 27-jul- 2016, this case initially considered as non-serious was upgraded to serious as a serious event: pseudosepsis that required intervention was added. This case is cross referenced with cases: (B)(4). This unsolicited case from (B)(6) was received on 01-jun-2016 from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc one and 3 days later experienced pseudosepsis. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (on unspecified opposite knee with no issues in week one). On (B)(6) 2016 (in week two), the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: (B)(4) and expiration date: aug-2018) into other unspecified knee for osteoarthritis knee. It was reported that the patient reacted to injection on a knee. On (B)(6) 2016, 3 days after receiving the synvisc one injection, the patient experienced knee swelling and knee pain. On an unknown date, one week after the injection, the patient's knee was aspirated (knee effusion) with 80ml fluid that was cloudy with particulate matter as there was an increasing swelling, redness and warmth. There was no fever/ chills with moderate effusion and warmth with temperature of 37.1 degree c. The patient was sent to emergency room (ER) for evaluation of possible septic joint but was not hospitalized. The emergency department (ed) assessment included: high white blood cells (wbc), high inflammatory markers where, pseudosepsis (moderate) was diagnosed and the patient was prescribed oral and topical nonsteroidal anti-inflammatory drugs (nsaids). The patient declined corticosteroids (csi) initially. It was reported that the physician was still considering csi but the patient did not want another injection given current results. Corrective treatment: aspiration, nsaids. Outcome: not recovered/ not resolved. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 15-jun-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 27-jul-2016 from a physician. Suspect product start and stop dates, dose, frequency, indication, batch/ lot number and expiration date was added. Serious event of pseudosepsis with symptoms of redness and warmth was added and knee swelling and knee pain and had knee effusion were updated as its symptoms. Related case was added. Outcome was updated from unknown to not recovered/ not resolved. Clinical course was updated. Text was amended accordingly.